Event description:
The customer reported intermittent image loss on the screen, likely due to a connectivity issue with the endoscopes. The issue was identified during inspections conducted with an olympus video system center. No patient injuries were reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.